Manufacturer narrative:
Alleged failure: "failure of the light source. Strong smell of burning." Probable root cause: reported failure to power up was caused by a faulty vpi power supply. Power supply failures were investigated under (B)(4) concluding that the manufacturer is aware of the failure mode and have been constantly implementing corrective actions to reduce the failure rate. As a precaution, the engineering team is currently further assessing the need for a supplier change and/or redesign on the current vpi power supplies. The product was returned for investigation and the reported failure mode was reproduced. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was no light output from the video processor/illuminator during a case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was no light output from the video processor/illuminator during a case.